Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) unknown 2.7mm variable angle locking screw. Part and lot numbers were not provided for reporting. Additional device product code is hwc. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The explanted devices are in the hospital¿s possession not available for investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history record review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 revision surgery with hardware removal and replacement was performed due to nonunion. The surgeon removed one (1) unknown variable angle locking foot plate and an unknown quantity of variable angle locking screws, successfully implanting another locking foot plate and screws. The date of the original surgery is unknown. Reportedly, all of the previously implanted hardware was removed intact with the exception of one (1) locking screw. When the surgeon went to remove one of the screws, he found he had pulled out just a screw head fragment and the remainder of the screw was noted to still be in the bone. The screw shaft (from a 2.7mm locking screw) was left in the bone without any attempts made to remove it as the surgeon assessed that it did not prove to be an issue. The reporter was uncertain when the screw was broken; whether the screw was broken post-operatively or broken during removal. There were no surgical delays or additional medical intervention required to remove the hardware. There were no x-rays taken during the surgery. The patient seemed fine when the surgery was finished. The explanted devices are in the hospital¿s possession not available for investigation. Concomitant medical products: variable angle locking foot screws (part # unknown, lot # unknown, quantity unknown); variable angle locking compression foot plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown 2.7mm variable angle locking screw. This report is 1 of 1 for (B)(4).